Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that "all of a sudden," the patient started going to the bathroom every two hours, even at night. The day before the patient went to the hospital with covid (not alleged related to device/therapy), they flooded the bed. How to adjust stimulation was reviewed. The caller was able to increase stimulation to where the patient could feel stimulation.